Event description:
I couldn't breast feed, implant hardness, memory loss, brain fog, dizziness, vertigo, confusion as well as physical ailments such as joint pains and muscle aches, gerd symptoms, kidney pain, sinus infections, bladder and urinary issues; unexplained skin conditions and rashes, even gout. Autoimmune disease. FDA safety report ID# (B)(4).